Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage past stopper was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with colored water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage past stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "a bd artery blood collector was used to collect blood. The blood sample leaked from the back of the pore stone."